Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was unable to be advanced over the guidewire. It was also stated that the stent was split at the distal end. Per follow-up information received from ibc on 21jan2022, it was stated that after the stent was placed on the guide wire, the stent could not be pushed. When using the wire at the end of the stent to adjust the position of the stent, the end of the stent was pulled by the wire and then split. The event occurred during placement of the stent into the patient, the stent is on the guidewire, the stent is outside the patient's body, and one end of the guidewire is inside the patient. The event included extra operation and drug therapy and they used the replacement stent.

Event description:
It was reported that the ureteral stent was unable to be advanced over the guidewire. It was also stated that the stent was split at the distal end. Per follow-up information received from ibc on 21jan2022, it was stated that after the stent was placed on the guide wire, the stent could not be pushed. When using the wire at the end of the stent to adjust the position of the stent, the end of the stent was pulled by the wire and then split. The event occurred during placement of the stent into the patient, the stent is on the guidewire, the stent is outside the patient's body, and one end of the guidewire is inside the patient. The event included extra operation and drug therapy and they used the replacement stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, and the cause is unknown. A photo sample was submitted which shows a split in one end of the stent. The ureteral stent was returned in the opened packaging. An evaluation of the physical sample was completed on 20apr2022. A split was confirmed at the distal end of the stent. The separation appears to be jagged and in a straight and consistent line from the start of the formed pigtail to the end of the stent. No other signs of damage were noted on the stent or portholes. A 0.035" guidewire was passed through the body of the stent without resistance until the point where the separation occurred. The passage where the separation occurred appeared to be clear. A 100% inspection is completed at the end of each order per production procedure and no defects were noted. A potential root cause for this event could be, "part geometry" or "material selection". The device was used for treatment purposes. It was unknown if the device had met all relevant manufacturing specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. *activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was unable to be advanced over the guidewire. It was also stated that the stent was split at the distal end. Per follow-up information received from ibc on 21jan2022, it was stated that after the stent was placed on the guide wire, the stent could not be pushed. When using the wire at the end of the stent to adjust the position of the stent, the end of the stent was pulled by the wire and then split. The event occurred during placement of the stent into the patient, the stent is on the guidewire, the stent is outside the patient's body, and one end of the guidewire is inside the patient. The event included extra operation and drug therapy and they used the replacement stent. Per follow-up information received from ibc on 09feb2022, the broken stent was removed and a new one was used on the patient.